Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure to evaluate a bile duct lesion in (B)(6) 2021. During the procedure, the patient was placed in a supine position under general anesthesia. An initial attempt to pass the exalt scope was made by a junior colleague. However, they were unable to pass the scope across the upper esophageal sphincter. Therefore, a more experience physician then took over and had some difficulty passing the scope. After some maneuvering, the scope popped into the esophagus. The difficulty passing the of scope was due to patient related factors and not scope related. The physician then noticed the surrounding tissue was not esophageal lumen and pulled the scope back. A 1.5cm perforation was noted at the level of the upper esophageal sphincter and the scope had advanced nearly 15 cm outside the esophageal lumen. The scope was removed and the perforation site was closed using three clips with a regular upper endoscope. The procedure was then cancelled. The physician noted that there was no deficiency with the exalt scope. A nasojejunal tube was placed and the patient was given nothing by mouth. They were started on antibiotics and discharged with no signs of dysphagia after 7 days. It was reported that the perforation healed well and the patient recovered. The procedure was rescheduled for late (B)(6) 2021.